Manufacturer narrative:
(B)(4). Three attempts have been made to obtain the device and additional information with no success. The complaint is being closed.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 11:17 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
"It was reported that the water temperature of a hcu40 was too high. The unit displayed: pat: water temperature too high." Currently no information about patient outcome. (B)(4).